Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. After an implantation period of about 17 months, oversensing was reported via home monitoring. The patient was called in for a visit, but has not yet responded. Should we receive any further details, this report will be updated. No adverse patient side effects have been reported.